Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed an open irritation on his back under one of the ECG electrodes. It was reported that the edge of the ECG electrode sticks out and rubbed the patient's skin causing the irritation to bleed. The electrode belt has yet to be recovered from the field. The patient reported that his skin is sensitive, he has psoriasis and is a diabetic. It was reported that the hospital was treating the area. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.